Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: model: 5076-52, implantable pacing lead, implant date: (B)(6) 2010; model: 419678, implantable pacing lead, implant date: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 91% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Additionally, performance data collected from the device was received and analyzed and analysis revealed the time of recommended replacement (rrt) when the battery voltage was less than or equal to 2.6251 volts was (B)(6) 2013.

Event description:
It was reported that the device went to elective replacement indicator (eri) in less than 48 months. Premature battery depletion is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.